Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert for a high out of range shock impedance measurement of 125 ohms noted on the remote home monitoring site. At this time the clinic has opted to continue to monitor the patient and the right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead continues to exhibit high out of range shock impedance measurements of greater than 125 ohms. The clinic is aware and will continue to monitor the patient. No further action is being take and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.